Event description:
It was reported that camera control unit presented sparks coming from the back of the device. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. No burnt components were observed inside of control unit and no burnt odor was detected. Complaint of sparks issuing from the rear of control unit could not be reproduced. Product passed functional testing including power cycling during 4 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No sparks were observed coming from rear of control unit during 4 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.